Event description:
It was reported that during a colorectal anastomosis procedure, the physician had difficulites with the colon dieresis. He couldn't staple the backside wall of the anastomosis. Some staples fell into the cavity. The technique was used properly, with two complete rings. The case was completed with no patient consequences.